Event description:
It was reported that during an unk procedure, it was impossible to obtain the sample. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 04/01/2008. Info anticipated, but unavailable at this time.